Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that a delivery system presented with a bent tip. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
With the corrected information received, this record is not reportable. There will be no further reports sent. (B)(4).

Event description:
Corrected information received from the customer stating the event issue that was originally reported of a bent tip was not correct. The issue is not specified.